Event description:
Information was received regarding a cadd cassette reservoir. It was reported that pump gave a "no disposable, pump won't run" alarm when in use with the cassette. The cassette was half way done and the pump rate was 46ml/24hrs. The alarm could not be resolved so they had to change to a new cassette. It is unknown if there was any patient, or clinician injury associated with this occurrence. No further details provided at this time.